Event description:
It was reported that the patient experienced unspecified issues with an unknown penile prosthesis leading to it being previously removed. A reimplant surgery was performed in which a new inflatable penile prosthesis (ipp) was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. Additional information was received in which it was stated that the previous device was explanted due to infection. The patient did not experience any additional adverse events. No further information was available regarding the device, and previous procedure. No more information available at the moment. Should additional information become available, it will be provided.